Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed the pump supplies and delivered a bolus via the pump to address elevated bg. Reportedly; the customer reverted to an alternate method insulin therapy.